Manufacturer narrative:
It was initially reported that the device would be made available for for investigation. It was subsequently reported that the device would not be returned. This report has been corrected to reflect that updated information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints. Device not returned.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Before implantation, fluid flow through the device was not confirmed after pumping. The surgeon requests to investigate whether the valve had a problem. There were no adverse consequences to the patient.